Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) it doesn't work , it cant be heard. The volume of the doppler was not loud enough to be heard when there is a lot of noise in the ICU.

Manufacturer narrative:
Corrected fields: h6(type of investigation- removal of code 3331).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (event site state:(B)(4), h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that the cs300 intra-aortic balloon pump (iabp) the volume of the doppler was not loud enough to be heard when there is a lot of noise in the ICU. Getinge field service engineer (fse) did not carry out any repair in front of machine. Customer requested new doppler because it was under transfer of use. The new doppler was supplied to customer. The patient involvement was unknown.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) it doesn't work , it cant be heard.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.